Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer also reported that the insulin pump alarmed no delivery. The customer's blood glucose at the time of incident was 437 mg/dl and treated with the manual injection. Troubleshooting was performed. The customer stated that the insulin did exit but the insulin pump alarmed no delivery during manual prime. The insulin pump will be returned for analysis.